Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D4 model no additional information. D4 serial no correction. D4 lot no additional information. D4 expiration date additional information. D4 UDI - additional information. H4 device mfg date additional information. G6 type of report additional information. H2: additional information. H6: type of investigation additional information. H6: investigation findings additional information.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.